Event description:
Pt returned from operating room following total knee prosthesis. An autotransfusion system was in place. After collecting approx 550 cc of salvaged blood, a nurse attempted reinfusion. When inverting unit in an attempt to reinfuse, the unit in question allowed blood to escape via a break in the bag's seal; the blood escaped into the collection bottle, and ultimately onto the floor and the nurse. Reinfusion was not attempted and blood was discarded. MFR's rep was on site 10/3/94. Rep removed bag from facility and returned to MFR for evaluation. A break in the seal was verified by MFR.